Event description:
Revision took place due to the bipolar cup¿s migration. Erosion and necrotic tissues were found around the neck. The surgeon suspected armd might have caused this symptom.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A review of complaints databases and manufacturing records did not identify any anomalies. The returned parts were transferred to applied research for visual inspection and a report was received stating: self centering hip shows no unusual wear. Some retrieval damage is noted across the bearing surface. The back face of the liner could not be assessed as the liner remains locked in the metal self centering head component. No corrective action is required. It was unlikely that a manufacturing defect was present. Post market surveillance per (B)(4). The mode of failure of the prosthesis multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.